Event description:
Event description guidant received information that during implant, this implantable cardioverter defibrillator (ICD) diverted at 21j shock for ventricular fibrillation (vf). The device then recharged and a 41j shock converted the vf. Review of the episode revealed a manual divert notation; however, it is reported that the divert button was not pressed and a magnet was not used. The device was removed.